Manufacturer narrative:
Expiration date: 31-jan-2025. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -8.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was exchanged for a same model and size lens with a different diopter. The exchange resolved the problem.

Manufacturer narrative:
Corrected data: b4: date of this report-04-aug-2022 for supplemental #1. G3: date received by manufacturer: 19-oct-2022 for supplemental #1. Claim# (B)(4). .

Manufacturer narrative:
H3-device evaluation: lens returned in liquid in a microcentrifuge vial. Visual observation found no visible damage to the lens. Dimensional inspections found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).